Event description:
Patient was discharged from infusion therapy department on friday with an ambulatory infusion pump. On sunday, the patient noted that pump was not decreasing in size and medication was not being administered. She called the ambulatory pump care line, and a plan was made that she should de-access her port as previously scheduled, then call monday morning to the infusion therapy department (ift). On monday, the ift registered nurse (rn) received call from patient, confirmed with provider that a second dose should be administered, and arranged for patient to come to clinic for port access and chemotherapy pump administration. It was confirmed that both clamps on the line were open and the pump was not emptying. The faulty pump was sent back to the pharmacy and a new elastomeric pump was applied.